Manufacturer narrative:
No pt info has been made available. The hme filter was returned and evaluated by ge healthcare engineers. Samples from in-house inventory were also drawn per a sampling plan and evaluated. It was determined that a plastic membrane occluded the majority of the internal opening of the filter. The root cause is believed to be that the position of the mold and the torque applied to the mold during the plastic housing mfg were not set properly resulting in a remnant plastic membrane. It was determined that the part inspection process was not adequate to detect this defect. The affected products were placed on ship hold to contain the defect. All potentially affected parts still in ge healthcare's possession have been reworked and re-inspected per new test procedure. Ge healthcare has initiated a recall of the potentially defective units under correction / removal number: 2242551-04/29/11-004-r. It was determined during eval that the filter was manufactured sometime between (B)(6) 2011.

Event description:
It was reported that a pt could not be ventilated. The connection to the oxygen source was via the anes circuit (anesthesia circuit) containing an in-line moisture filter (hme filter). Upon inspection, the 5701 hme filter within the anesthesia circuit was found to be occluded by a piece of plastic. No pt injury was reported.